Event description:
Boston scientific received information that this product was part of a system revision due to infection. Reportedly, the patient presented with encephalopathy and was treated with antibiotics. There were no additional adverse patient effects reported. The product was explanted.